Event description:
It was reported that the venous luer came off of the extension. Patient suffered no ill effects from the incident.

Manufacturer narrative:
Record review - results - a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. A visual examination of the catheter revealed that the venous luer had pulled free from the extension tubing. There is bonding residue is visible on the inner diameter of the extension tubing. We are unable to determine the cause or factors that may have contributed to this event.